Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while sleeping, customer's blood glucose (bg) was 35 mg/dl. Customer lost consciousness and emergency medical services were called. Customer was treated with intravenous saline and glucose and was not transported to hospital. There was no reported injury. Cause of event was not known. Recommendation was made by tandem technical support for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump on (B)(6)2018 or the days surrounding. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Compliant could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.